Event description:
Information was subsequently received that during the time of the asystole, the patient experienced syncope. As a result, a defibrillation system was implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a pause in pacing that exceeded two seconds with low amplitude measurements. As a result, the patient was referred for a lead revision procedure. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the clinical observation.